Event description:
The patient had pain. A volume discrepancy was reported. The actual volume exceeded the expected volume, 17 ml to 4 ml. A dye study was performed. An aspiration issue was noted. The doctor was only able to aspirate 0.7 cc of serous fluid. With the catheter confidently cleared, he injected contrast with myelogram-like results. After, the patient reported weakness, numbness, and somnolence. The pump appeared to be fine. The patient¿s status was alive with no injury. The medications infused were fentanyl and bupivacaine. Catheter replacement was specified to have been required as a result of the event, though the catheters were also noted to have remained implanted. On (B)(6) 2014 a representative reported that they did not know the cause of the discrepancy or the difficulty aspirating. There were no problems locating the septum under fluoroscopy with the catheter access port (cap) kit. There was no replacement procedure to date and no further troubleshooting to date. The patient appeared to have suffered no ¿damage¿ to note. Their follow-up appointment had not yet taken place.

Event description:
It was later reported that via the healthcare provider (hcp) that during the dye study the patient ¿passed out¿ after aspirating 0.5ml of serosanguineous fluid; then the dye was injected. The patient did not show for the follow-up appointment on (B)(6) 2014-02-06 and left for another clinic.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).